Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was swinging the pump by the infusion tubing and the pump hit an object. Subsequently, the customer alleged that the pump was not delivering insulin as intended. Blood glucose was in the 400 mg/dl range. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.